Manufacturer narrative:
The investigation determined that the issue was consistent with waste water reaching the floor and shorting the plug.

Event description:
The customer stated that they observed sparks and flames coming out from underneath and the back of the cobas 8000 e 602 module. The customer was able to extinguish the fire with a fire extinguisher. The customer stated that they turned off the breakers and the main power on the e 602 module. The customer turned off the power supply and unplugged the e 602 module from the power supply. There was no adverse event. The laboratory did not require evacuation and the hospital's fire alarm was not triggered. The laboratory was aired out with fans. The field service engineer (fse) found that a power cable for additional modules had started sparking and shooting flames out from underneath and the back of the e 602 module. The fse replaced the power cable and restarted the e 602 module. All of the modules calibration and qc was acceptable. The investigation is ongoing.